Event description:
It was reported that one day post implant, the patient implanted with this electrode received three inappropriate shocks due to oversensed noise. Five untreated episodes were also noted upon device interrogation. The presenting s-ECG revealed noise in alternate and primary vectors, no noise was observed in secondary. The vector had been programmed to primary at the time of the inappropriate episodes. X-rays were performed and confirmed air in the xiphoid incision. The vector was reprogrammed to secondary to mitigate the oversensing. No adverse patient effects were reported.